Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the stent delivery wire (sdw) was still loaded inside the lumen of the microcatheter. When the sdw was removed, the stent was not present on the wire. By advancing a patency mandrel through the microcatheter lumen, the stent was located approximately 7cm from the distal end of the microcatheter. The stent was pushed out through the distal opening of the microcatheter by continuing to advance the 0.0158" patency mandrel. All 3 marker bands were present on both ends of the stent. The stent was noted to be intact. The sdw was kinked/bent at the distal end, and at the proximal end. Functional inspection was not performed as the stent was returned in a deployed state. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event: 'stent difficult/unable to advance or pullback through catheter' could not be replicated as the stent was no longer loaded on the sdw. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. There was very little additional information provided in the case of this complaint. The stent was returned for analysis in a deployed condition inside the distal section of the microcatheter. Once removed (through use of a patency mandrel advanced from the proximal end of the microcatheter), the stent was noted to be undamaged. The introducer sheath was not returned for analysis. The stent delivery wire (sdw) was returned and was noted to be kinked/bent near the distal tip of the wire and also near the proximal end of the wire. On this occasion it appears that the stent could be advanced within approximately 7cm of the microcatheter distal tip before resistance was noted. This ability to advance the stent without issue to the distal end of the microcatheter is not typically associated with stent transfer difficulty. It is more likely that, due to some unknown procedural and/or anatomical factors, the user experienced resistance while advancing the device though the distal section of the microcatheter and, due to this resistance, the user applied force to try and advance/retract the device through the microcatheter. Furthermore, when attempting to retract the stent, it is likely that the delivery wire slipped out of the stent, leaving the stent deployed inside the proximal section of the microcatheter. The reported event: ¿stent difficult/unable to advance or pullback through catheter' as well as the analyzed events: ¿stent deployed prematurely during use¿ and ¿sdw kinked/bent¿ will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications, but performance was limited due to unknown procedural factors during use.

Event description:
The subject device was returned for analysis and the device investigation revealed that the stent deployed prematurely during use. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.